Manufacturer narrative:
H3: analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. Analysis of the extension found the proximal end connector was corroded and the conductor was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: correction - device codes c53269 and c63228 do not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 748951, serial/lot #: (B)(4), ubd: 18-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the rep was in a case for normal eri battery replacement and the extension was stuck in the header block. While trying to disconnect the extension from the ins, the physician could not remove the lead. The screwdriver that comes with the new ins was used, but one extension would not disconnect. Physician had to cut the extension from the ipg and replaced the extension. No patient symptoms were reported. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), product type: extension. Product ID 748951, serial# (B)(4), product type: extension. A supplemental report will be submitted when analysis results are available. Due to additional information received, product type extension product ID 748951, serial# (B)(4) does not have an issue alleged. Device information updated to product ID 3708140, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.